Event description:
This case was reported via regulatory authority (B)(4) on 24-mar-2017 and was forwarded to bayer on 28-mar-2017. This spontaneous case was reported by a consumer and describes the occurrence of back pain ("back pain") in a female patient who received essure for female sterilization. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient started essure. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and clinically significant/intervention required), migraine ("migraine every day"), renal pain ("kidney pain"), paraesthesia ("tingling in the hands"), arthralgia ("joint pain in legs and hands"), fatigue ("chronic excessive fatigue"), amnesia ("memory loss"), depression ("depression"), anxiety ("anxiety"), initial insomnia ("difficulty falling asleep"), alopecia ("major hair loss"), blepharospasm ("trembling of eyelids"), disturbance in attention ("major difficulty concentrating"), abdominal distension ("swollen abdomen"), urinary tract infection ("urinary tract infection"), palpitations ("palpitations"), dyspnoea ("shortness of breath"), chest pain ("chest pain"), night sweats ("night sweats") and amenorrhoea ("absence of menstruation"). The patient was treated with surgery (laparoscopic bilateral salpingectomy on (B)(6) 2017). Essure was withdrawn. At the time of the report, the back pain, migraine, renal pain, paraesthesia, arthralgia, fatigue, amnesia, depression, anxiety, initial insomnia, alopecia, blepharospasm, disturbance in attention, abdominal distension, urinary tract infection, palpitations, dyspnoea, chest pain, night sweats and amenorrhoea outcome was unknown. The reporter provided no causality assessment for back pain, migraine, renal pain, paraesthesia, arthralgia, fatigue, amnesia, depression, anxiety, initial insomnia, alopecia, blepharospasm, disturbance in attention, abdominal distension, urinary tract infection, palpitations, dyspnoea, chest pain, night sweats and amenorrhoea with essure. Diagnostic results (normal ranges are provided in parenthesis if available): on an unknown date: allergy test result was negative for nickel and titanium. On an unknown date: nuclear magnetic resonance imaging result was no abnormality detected. Company causality comment: this spontaneous non-medically confirmed case report received from regulatory authority refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted and she presented back pain ("back pain") amongst additional non-serious events. Essure was removed via laparoscopic bilateral salpingectomy. The reported event is serious due to its medical importance and it is anticipated in essure's reference safety information. After essure insertion, pelvic, back and uncharacterized pain may occur. In this present case, back pain occurred during essure use. Given the event's nature, the compatible temporal relationship and in absence of alternative explanation, causality cannot be excluded. This case was regarded as incident, since intervention was required. A product technical analysis is being sought. Further information cannot be requested.

Manufacturer narrative:
This case was reported via regulatory authority (B)(4) on 24-mar-2017 and was forwarded to bayer on 28-mar-2017. This spontaneous case was reported by a consumer and describes the occurrence of back pain ("back pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), migraine ("migraine every day"), renal pain ("kidney pain"), paraesthesia ("tingling in the hands"), arthralgia ("joint pain in legs and hands"), fatigue ("chronic excessive fatigue"), amnesia ("memory loss"), depression ("depression"), anxiety ("anxiety"), initial insomnia ("difficulty falling asleep"), alopecia ("major hair loss"), blepharospasm ("trembling of eyelids"), disturbance in attention ("major difficulty concentrating"), abdominal distension ("swollen abdomen"), urinary tract infection ("urinary tract infection"), palpitations ("palpitations"), dyspnoea ("shortness of breath"), chest pain ("chest pain"), night sweats ("night sweats") and amenorrhoea ("absence of menstruation"). The patient was treated with surgery (laparoscopic bilateral salpingectomy on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the back pain, migraine, renal pain, paraesthesia, arthralgia, fatigue, amnesia, depression, anxiety, initial insomnia, alopecia, blepharospasm, disturbance in attention, abdominal distension, urinary tract infection, palpitations, dyspnoea, chest pain, night sweats and amenorrhoea outcome was unknown. The reporter provided no causality assessment for abdominal distension, alopecia, amenorrhoea, amnesia, anxiety, arthralgia, back pain, blepharospasm, chest pain, depression, disturbance in attention, dyspnoea, fatigue, initial insomnia, migraine, night sweats, palpitations, paraesthesia, renal pain and urinary tract infection with essure. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on an unknown date: negative for nickel and titanium nuclear magnetic resonance imaging - on an unknown date: no abnormality detected. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on (B)(6) 2017 for the following meddra preferred term: back pain. The analysis in the global safety database revealed 274 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 12-may-2017: quality-safety evaluation of ptc. Company causality comment: this spontaneous non-medically confirmed case report received from regulatory authority refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted and she presented back pain ("back pain") amongst additional non-serious events. Essure was removed via laparoscopic bilateral salpingectomy. The reported event is serious due to its medical importance and it is anticipated in essure's reference safety information. After essure insertion, pelvic, back and uncharacterized pain may occur. In this present case, back pain occurred during essure use. Given the event's nature, the compatible temporal relationship and in absence of alternative explanation, causality cannot be excluded. This case was regarded as incident, since intervention was required. The product technical analysis concluded a quality defect was not confirmed but considered plausible. Further information cannot be requested.